Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse could not duplicate the issue. A power cycle of the system resolved the issue with universal surgical manipulator (usm) 1. The system was tested and verified as ready for use. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or procedure video was provided for review. The technical service engineer (tse) verified the event upon troubleshooting with the customer. Tableau report review was performed. The procedure could not be identified because there is insufficient procedure/event date information. Per the review, the following was confirmed: procedures were performed on system (B)(4) on (B)(6) 2022. A review of the site's system logs for the reported procedure date was conducted by the tse. Investigation revealed the following possible related system errors: error 31226 - aurora link error reported by usm1 (acs), check upstream link to usm1. This complaint is considered a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported from outside of the operating room that universal surgical manipulator (usm) 1 was blinking yellow. The technical service engineer (tse) reviewed the system logs and found errors 31226 on axis controller spar (acs) and axis controller carriage (acc) nodes on usm1. The customer was not able to locate any error codes or messages displayed on the system. At the time of the call, the customer had stopped using usm1 and proceeded with usms 2, 3 and 4. No troubleshooting steps were completed during the call. The tse recommended power cycling the system post procedure to try to resolve the issue. The customer requested the field service engineer (fse) to follow up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the system worked without issue in a previous procedure. The usm was initially working, checked upon powering on the system, and was used in the procedure until the mid-procedure error occurred. The customer informed that the surgeon stopped using usm1 but was able to complete the procedure robotically. Once usm1 failed, the usm was not used for the remainder of the procedure. The customer stated that no non-intuitive motion was observed, and there were no reports of any external interference or collisions with the arms.